Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation regarding the reported issue with internal leakage test failure and pressure transducer test failure has been confirmed in service report and problem description. According to provided information the issue was resolved by replacing air gas module and pressure transducer boards. After replacing the parts mentioned, the ventilator passed all functional and safety test and was returned for clinical use. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturer's ref.#: (B)(4).